Manufacturer narrative:
Section e1 address was omitted in initial report and has been updated.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the device was explanted and discarded by the facility and is therefore unavailable for return to the manufacturer. Should additional information be received, a supplemental report will be filed

Event description:
The complainant reported that a patient in cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient decompensated at an outside hospital and was transferred to the complainant hospital for escalation of care. Upon arrival, the patient was struggling to breathe and was immediately intubated. The patient was then implanted with an impella cp due to the patient's surgical aortic valve stenotic would not accommodate an impella 5.5. The impella cp was successfully implanted and support initiated without complications. On support day 2, the patient was noted to have decreased and concentrated urine output. The patient was place on continuous renal replacement. It was noted that the patient had an acute kidney injury related to late presentation cardiogenic shock. On support day 4, the pump had alarms for suction and placement signal unreliable. The performance (p) level was decreased from p-8 to p-6 and resolved the suction alarms. An echocardiogram was used to verify impella positioning. On support day 5, it was noted that the impella was slightly deep when imaged with echocardiography. The family decided to withdraw care from the patient. The patient's care was withdrawn, and the patient expired.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Optical signal issue: clinical reported placement signal not reliable alarm noted. The cause of the issue was not established as no product or data logs were returned for analysis. Pump suction: clinical reported suction alarm noted. The cause of the issue was not established as no product or data logs were returned for analysis. Minor bleed/access site adverse event: minor oozing reported. The cause of the issue was not established as limited clinical information was provided.